Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump; additional text: pump thrombosis; specific component(s) involved: pump drive unit malfunction; additional text: thrombus on pump inlet stator; other component: causative or contributing factor: no specific contributing cause identified; other cause: intervention(s): replacement of inflow graft; replacement of pump; other intervention: implant device type: lvad; malfunction device type:.